Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corp that an injection gold probe was used during an esophagogastroduodenoscopy (egd) procedure on a (B)(6) female pt. According to the complainant, the probe was used to successfully cauterize the bleed. However, when the needle was extended, the tip separated. The tip did not detach completely and remained hanging onto the catheter. The scope and the device were removed as a unit. The cautery had been successful and the procedure was completed at that time. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine.